Event description:
It was reported that the surgeon was using pump as he normally does, at pressure of 55 mm/hg and 1.0 l/min. The woman (elderly and slightly overweight) started having extravasation of the shoulder about 30 mins into the case. The flow was lowered, but bleeding and cloudiness occurred, so they returned the pressure to 55. They reduced the flow rate to .7 - 75 l/m and the extravasation got better. However, at that point it had spread thru to her chest. The pt was taken to the ICU, but fully recovered. The surgeon's technique is to only open up outflow when the shaver/bur is in the joint, otherwise it is kept closed. This is not usually an issue. The surgeon has had no other issues.

Manufacturer narrative:
Investigation is on-going. When complete,a follow-up report will be submitted with investigation results.